Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the customer stated problem was confirmed and verified. Device failed during plunger force accuracy test due to out of calibration. After device was calibrated, device was working without any problem. Performed calibration, and pm. Device was opened up checked for broken parts, loose connections, no fault found. Error log contained no occurrences of error. A review of the device history record for sn (B)(6) was performed from date of manufacture 04/26/2019 to the present date 11/13/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
The customer reported the device failed the plunger accuracy test. It was reported there was no patient involvement.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the device failed the plunger accuracy test. It was reported there was no patient involvement.